Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). The subject device was not inspected since the service order was closed. The device history record was not reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d8 was inadvertently selected. The subject device has been returned to olympus for evaluation. The physical device evaluation has not yet been completed. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that the evis exera iii bronchovideoscope exhibited a blackout screen. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. Reportedly, the device was removed from service and the intended procedure was completed with another device. There was no report of patient or user injury due to the event.